Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had repeated motor error alarms. Customer stated the alarm occurred during bolus and basal deliveries. The customer stated they have called previously for the motor error alarms. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also reported a motor position encoder error alarm on the insulin pump. It was also found the customer had no delivery alarms that was resolved by infusion set changes. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.